Manufacturer narrative:
Concomitant medical products: metasul head 40, 12/14, size l /+3.5; catalog#: 00877001140 ; lot#: 2549672. Femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 11 117 mm stem length cementless; catalog#: 00786401120 ; lot#: unknown. Shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners; catalog#: 00875705401; lot#: unknown. Therapy date: (B)(6) 2015. The manufacturer did not receive x-ray for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to severe pain and wear.

Event description:
No chang to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No trend considering the following event is identified: revision due to pain event summary: it was reported that a 46 year-old african american male patient received a right total hip arthroplasty on (B)(6) 2012 and was revised on (B)(6) 2015 due to excessive liner wear and severe pain in groin and trochanter. Liner and head were exchanged. Review of received data post-op x-rays showed satisfactory alignment of prosthetic components according to medical transcripts reviewed. Later on, in x-rays reviewed during medical visit of (B)(6) 2014, components are again described to be well-fixed and no bony abnormality was found. Patient had a history of avascular necrosis for which conservative treatment had failed. After surgery he was stated on asa as well as foot pumps and ted hose for dvt prophylaxis. He apparently had an asa allergy documented in the chart, which was confirmed to be broken blood vessels in this eye. He nevertheless agreed to proceed with the asa therapy to prevent dvt. He was discharged on (B)(6) 2012. On 6-month post-op visit x-rays and physical examination were found well within normal limits. At annual medical visit patient reported to have only occasional pain and was allowed to return to work. Medical records from (B)(6) 2014 mention that patient was often having pain, had had a corticosteroid shot for the trochanteric bursa but was having pain again. He was advised nonsteroidal anti-inflammatories. Revision report from (B)(6) 2015 describes an increased bone growth with osteophytosis around the hip which in surgeon's opinion, had been bothering the patient's range of motion. Heterotropic bone was removed. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary the investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Implant wear could not be confirmed based on the given information. Wear is marked as a pre-op diagnosis but the transcript of the revision report itself does not mention wear and in fact it mentions that it is unclear if the metal on metal was causing issues for the patient. Pain is mentioned several times throughout medical visit records. Outgrowths of bone tissue around the joint could have been a likely cause for the pain. However, pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis for this issue is not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00703, 0009613350-2019-00700.